Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection CAPA (B)(4) initiated to investigate and correct connector alignment issue.

Event description:
On (B)(6) 2016 - patient had routine independent battery replacement surgery. Following the surgery, patient indicated that they were not able to hear out of the ear that had just been implanted. On (B)(6) 2016 - patient had revision surgery to determine cause of device not working. It was found that the driver lead was not fully inserted into the sp. Dr. Indicated that he had difficulty inserting the driver lead into the sp during the (B)(6) 2016 replacement surgery. The sp was replaced and the issue was resolved for the patient. Patient hearing and system functionality was fully restored with the revision surgery on (B)(6) 2016.